Manufacturer narrative:
To date, this left ventricular (lv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the pocket closure was completed, a fluoroscope was used and this left ventricular (lv) lead dislodgement was noted. The lv thresholds also increased. The lead was left in position and follow-up testing will be done at a later date.